Event description:
It was reported that during implant procedure, the programmer lost bluetooth connection. . The procedure was completed and post-implant the device was still unable to be found by the programmer or the phone. The device was explanted and replaced. Patient was asymptomatic and in stable condition before, during and after the procedure.

Manufacturer narrative:
The reported field event of no bluetooth connection was confirmed in the laboratory. After installing a new battery, high current drain was observed which caused premature battery depletion. The high current condition is consistent with an anomalous component on the hybrid.